Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: warnings: the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis).

Event description:
Healthcare professional reported xen implanted successfully but leakage occurred due to patient's previous pterygium surgery, scar tissue and thinning of the conjunctiva occurred between the limbus and where xen exited the sclera. The needle tract of the device caused a small hole in the conjunctiva, thus there was leakage of aqueous humor out of that hole. Dr tried to suture the hole closed (stitch it closed), during which the xen broke in half. The device has been explanted and replaced with a new xen®45 in the right eye.